Event description:
It was reported that during a generator change-out, the right atrial (ra) lead was noted with a high capture threshold. The ra lead was capped and was replaced on (B)(6) 2025. The patient was stable.